Manufacturer narrative:
The unit alarmed compromised force sensor during basic occlusion test due to protruded or loose drive support disk. Unable to perform basic occlusion, occlusion, the excessive no delivery test due to compromised force sensor alarm. The insulin pump was received with cracked case at display window corners, reservoir tube lip and belt clip slot.

Event description:
It was reported that the insulin pump alarmed a compromised force sensor error. The blood glucose reading was 180 mg/dl. Advised discontinuation of the insulin pump and to revert to their back-up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).